Event description:
The customer reported to customer service that her pump in style breast pump has low suction. She has seen a physician for mastitis and was prescribed an antibiotic, she has also been to a location consultant.

Manufacturer narrative:
A replacement pump in style advanced breast pump was sent to the customer. Customer service performed troubleshooting with the customer but was unable to restore suction. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wamback, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.